Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Device had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The alarm occurred once in the last 30 days. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.